Event description:
Pump was returned for service with report "won't detect air". Attempts were made to obtain extra information regarding patient injury or medical intervention,and the medication involved but no additional details are known.